Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. On boot up, the alarm was not able to be reproduced. The console was inspected for any visual malfunction. Unrelated to the complaint, there was tear on the purge pressure transducer membrane. The controller error was generated due to a bad lamp. The root cause could not be determined because the malfunction could not be reproduced but was most probably an anomalous malfunction of the optical bench. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. The event occurred during a training setup. No patient was involved.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D2, common device name. E2, health professional? H2, type of reportable event. H6, medical device problem code. H10, additional manufacturer narrative.

Event description:
The customer reported that the device exhibited an optical signal issue.